Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The returned column was connected to a concha water bottle in the correct positioning and punctured both upper and lower tubes into concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then hooked up to the 2414 comfort flo circuit, relief valve and oxygen tubing returned with the sample along with a 2411-04 neonate cannula using an 8lpm flow. The cannula was disconnected with no water level increase into the circuit. The infant cannula was reconnected to 8lpm flow and the nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. Other remarks: the column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit, thus functioning appropriately. The oxygen tubing that was returned with the sample had a severe kink just prior to its connection to the relief valve. When pushed together this kink could disrupt airflow but the column was still able to relieve the water bottle pressure without pushing water. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings.

Event description:
The customer alleges that an infant patient was on a 2424 circuit when the circuit flooded and pushed water into the nasal cavity. No patient injury or consequence. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number (B)(4) that belong to catalog number 2414 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges that an infant patient was on a 2424 circuit when the circuit flooded and pushed water into the nasal cavity. No patient injury or consequence. The patient's condition is reported as fine.